Manufacturer narrative:
A ge representative evaluated the system and adjusted the camera iris, but the image intensifier needs to be replaced. Customer has not yet decided to repair the system.

Event description:
The customer reported poor image quality. The images are too dark. No pt injury was reported.